Event description:
It was reported that the event occurred in the cath lab. The catheter filled with blood immediately upon insertion, before the helium tubing was even hooked to the pump. There was no reported trouble with insertion, only that there was a lot of blood coming back fast. The intra-aortic balloon (iab) was removed with the sheath and replaced using the same insertion site. The patient received iabp therapy. The patient was semi stable and did not crash. There was no reported death, injury or complications. Medical / surgical intervention not required.

Manufacturer narrative:
(B)(4).